Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an occlusion issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: the alarm history showed several occlusion alarms. No occlusion alarms were observed in the black box. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The complaint was verified in the history but could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.